Event description:
Dealer says the joystick is scrolling with no wrench flash. The charger from the control box was unplugged and the same thing occurred. It was identified a new joystick is needed. No injury.